Event description:
It was reported that on (B)(6) 2016 the a1108 mayfield skull clamp caused a patient's head to fall while in use. A male patient of unknown age was positioned in the skull clamp with the 3 pin fixation. A stereotaxy device was not used. A1047 reusable, adult skull pins were used in conjunction with the a1108 device. The patient was lying on his abdomen with his head in fixation in the clamp. An x-ray was going to be done and it was at that moment that there was movement of the head. The clamp was in place for 15 minutes prior to the occurrence. The movement caused "cracks in the temples (bilaterally). The patient's outcome was good and the clamp was replaced with another. Additional information received on 20 apr 2016 stated the customer has told the sales rep, that he had reminded, when he positions the heads for a patient with a1108 from the horizontal to vertical line then he observed that the pressure rings comes from 3 lines to 1 line.

Manufacturer narrative:
Integra has completed their internal investigation on 25jan2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the investigation was unable to confirm the reported complaint of the customer. The skull clamp was tested with the pressure provided - 3 rings of the compression screws - and the position ¿ lying on the abdominal side - and cannot observe any slippage; even under pressure trying to move or pull the head out. According to the additional information, the locking mechanism was unlocked. The position of the skull model was changed from horizontal line to vertical line. The result of our test was that there were no slippage and no movement of the torque screw. Device history record reviewed for this product ID work order and serial # (B)(4) manufactured on august 31, 2015 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. No manufacturing or design related trend has been identified. Conclusion: unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements.

Manufacturer narrative:
Additional information was received on 22 apr and 27 apr 2016 from the customer and the head of neurosurgery department: the doctor had fixated patient's head himself and had been using the mayfield since more than a decade as evidenced by his demonstration to the integra sales rep. He knew all the details of the clamp and how to use it. He believes there was a technical error of this a1108 skull clamp. The patient's lacerations (cracks) are 2-3cm in length and located above the ears. They were treated with one surgical stitch (on each side) to stop bleeding.